Event description:
Six french vascular sheath placed without difficulty. A (5 fr pigtail) flush aortogram and (5.5 fr h #1) two selective brachiocephalic injections were performed through the sheath without problem. When trying to perform third selective with a 5.5 fr catheter the catheter or wire would not pass through the hemostatic diaphragm. The study was terminated and the sheath removed and examined. It appears the hemostatic apparatus and sealing ring were turned sideways in the sheath. No adverse consequences to pt.